Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection (separation) between the catheter adapter and the silicone tubing of a ce minicap extended life pd transfer set which resulted in leak. It was further described as ¿disconnection between the soft tube and the junction that connects the miniset to the titanium connector of the catheter¿. This was observed during set up of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. The patient was given terapid as a precautionary measure. The titanium adapter was also replaced as a precautionary measure. It was stated that there was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the patient adapter was separated from the tubing / bushing in the provided photo. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing / bushing is a friction fit and not a solvent bond. A strong tug could cause the patient adapter to separate from the tubing / bushing. Should additional relevant information become available, a supplemental report will be submitted.